Event description:
Healthcare professionals (hcp) reported injecting a patient with ¿1 vial¿ of harmonyca lidocaine, ¿1 vial¿ of juvéderm® voluma¿ with lidocaine in the ¿ck2 and ck2¿ and with ¿1 vial¿ of juvéderm® volux¿ in the ¿c3, c4, jw5 and c1¿. A few hours after the treatment, the patient experienced ¿flu symptoms including fever.¿ four to five days later, the patient experienced erythema and warmth sensation in the ck5 right hemi face area. The patient was treated with ¿amoxicillin with clavulanic 875/125 1-0-1 + urbason 40 1-0-0.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.